Event description:
It was reported that a user paired a new dexcom g7 continuous glucose monitor (cgm) sensor but did not see a warmup because the incorrect pairing code was entered; after verification, the correct code was reentered and the device proceeded toward warmup as expected. No adverse clinical symptoms reported. Outcomes included no alerts or alarms and no medical consequences. User support included review of device setup and user education on correct pairing procedures. Investigation of this case revealed user setup error leading to a temporary absence of cgm data, with device function normal after correction. It was concluded, based on previously established findings for similar reports, that user error during pairing was the cause.

Manufacturer narrative:
Initial.